Event description:
The pt was not able to turn her neurostimulator off. Additional information has been requested.

Manufacturer narrative:
(B) (4). Final device analysis revealed a reliability non-conformance.